Event description:
The micro reciprocating saw was sent in for eval because it was running on its own without activation during procedures. The procedures were completed with readily available alternate devices. No adverse event was associated with the device.

Manufacturer narrative:
Widespread corrosion was identified; a total rebuild of the device was performed.